Event description:
The patient's explanted generator was previously received. Analysis on the returned generator was completed. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications there were no performance, or any other type of adverse conditions found with the pulse generator. No further relevant information has been received to date.

Event description:
The patient's generator was replaced due to high impedance and impedance persisted. The surgery was ended without replacing the lead. Another surgery occurred and the patient's lead was revised. The explanted lead was discarded. No further relevant information has been received to date.

Event description:
It was reported that high impedance and resultant low output current was observed on the patient's device. No further relevant information has been received to date.